Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a clinic follow-up, episodes of oversensing resulting in inappropriate high-voltage (hv) therapy were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.